Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, a stripped battery cap threads, corroded battery tube, and minor scratches on the reservoir and display window.

Event description:
The customer reported via telephone call that the battery cap came off and got lost. The customer reported that the threads were stripped but the insulin pump was still working. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.